Manufacturer narrative:
It was additionally reported that the topical skin adhesive was applied to epidermic tissue during the procedure. The patient¿s condition had been well and the patient was discharged from the hospital. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # jjh144, mfg. Date 08/07/2015, exp. Date 07/06/2017. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch # jjh144.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and topical skin adhesive was used on the lower abdomen. Next day following the procedure, the patient developed a skin inflammation under and around the mesh patch sparsely. On the third day, the mesh patch was removed and the patient was treated with ointment. It was also reported that concomitant medicine for sterilization is unknown, no dressing was used, no infection was confirmed and no steroid was used. The surgeon opined that the event was related to the topical skin adhesive and, in addition, female hormones balance might affect the event. Additional information has been requested.